Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the buttons malfunctioned when attempting to deliver a bolus from the insulin pump. The customer removed the battery and replaced it and the insulin pump alarmed for a button error. The blood glucose reading was 145 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.